Event description:
A surgeon at hospital, reported a superficial infection after a cranial procedure, in which duraseal was used. Further discussion with the reporting surgeon indicated that the craniotomy was performed using a bovine graft and duraseal. Patient developed an epidural abscess that was infected with propionum bacteria , which was confirmed by culture. A reoperation was performed to removed the bovine graft. Patient recovered without further incident.

Manufacturer narrative:
Surgeon reported an infection after performing a craniotomy that involved the use of duraseal and a bovine graft. The duraseal instructions for use (if) in place at the time of the complaint incident stated that "duraseal should only be used with autologous duraplasty materials." Bench-top testing has shown that duraseal does not support microbial growth.